Event description:
It was reported that the customer's insulin pump had a blank display. The customer stated that because the insulin pump had shut off his blood glucose levels went up to 394mg/dl. Customer's blood glucose level at the time 85mg/dl. Troubleshooting occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.